Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that an obvious decline in patient's hearing performance was noticed b y guardians on (B)(6) 2014. An accident or trauma is unknown. The patient was re-implanted on (B)(6) 2014.